Manufacturer narrative:
Patient's information: unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 tubing and spike separated while changing blood products during a transfusion. No injury was reported.